Manufacturer narrative:
Mml ref: (B)(4).

Event description:
It was reported that the patient had a gastric bypass and lost a lot of weight. As a result, the implantable pulse generator had moved. The patient reported the battery had flipped with excess skin from weight loss, and there was tenderness around the site. The patient requested that the ipg be moved and tacked down. The ipg was moved caudal into a new pocket successfully without complications. There was no report of patient harm or surgery. Following the ipg relocation, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional. The device manufacturing record was reviewed. No relevant non-conformances were found that would have contributed to the site tenderness.